Event description:
It was reported that following an initial treatment in 2006 with a urethral bulking implant, the doctor observed erosion of the implant material. The patient returned to the doctor's office 2 mos later experiencing severe bladder leakage. The doctor prescribed keflex, performed a culture, and scheduled urodynamics testing. Patient had a lot of blood in her urine and the test was a type 3 urinary tract infection. Patient returned to doctor's office the following month with no improvement with leakage and a small amount of blood in her urine from the culture performed. Additional keflex was prescribed. Cystoscopy was performed 22 days later and foreign body was removed from bladder. The patient required a pubovaginal sling and is now continent as of 9 days later. No further complications have been reported. Injection details are as follows: treatment volume per side 1cc, needle was held at the injection site after injection for over 1 minute, position of injection site in relation to the bladder neck was 3 o'clock and 9 o'clock.

Manufacturer narrative:
The lot number is unknown therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.